Event description:
Facility alleges hemolysis. Rn reports appx halfway through 4 hr reatment pt complained not feeling well. Bp 90/40. Pt requested to go to ER; complained of feeling bloated; states no bm for a week. Clots aspirated from access pre-treatment. Bfr 400cc; venous pressure fluctuated 90 to 180. Pt admitted; hemolysis identified.